Manufacturer narrative:
Additional, changed, and/or corrected data: d2, d4, d.6b, d9, h3, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed, wear abrasion observed.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.